Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the pt received a durom us acetabular component 52/46 l on (B)(6) 2008 and that "he has had problems ever since. The right hip is his current focus but he states tht the left hip will need attention first." The pt is being monitored due to fluid collection, metal deteriorating in right hip and left hip has unknown symptoms. The implantation side of this complaint is unknown. The other side is reported under manufacturer complaint number (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. As the pt has not been revised, the common clinical presentation and the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008 as reference above. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).